Event description:
It was reported that there was a pump issue. It was noted that the patient¿s pump was replaced on (B)(6) 2014 due to regular battery longevity. It was reported that the patient suffered recovering from the (B)(6) 2014 replacement surgery for 2 months. It was noted that the patient saw their health care professional (hcp) several times and the hcp told the patient everything looked good. It was reported that the patient was due for a refill on (B)(6) 2014 and the pump did not deliver any drug. The pump had the same amount of medication that was put in at the time of implant, 26 ml. It was reported that the patient went back for a refill (B)(6) 2014 and they withdrew all the medication that was put in on (B)(6) 2014. The patient had been suffering with back pain and surgery recovery pain. It was reported that the patient¿s hcp said the pump was defective and the patient is having surgery on (B)(6) 2014. It was noted that the patient was wonderful with the prior pump. It was reported that the issues started on (B)(6) 2014. It was reported that the new pump implanted on (B)(6) 2014 was not dispensing medication. The patient had been in extreme pain and discomfort for several months. The pump was used to infuse dilaudid and marcaine. It was noted that the drug in the pump was the same since implant. Additional information received reported the patient¿s pump explant was scheduled. The patient had symptoms of severe pain involving most of the body, back. It was later reported that the actual residual volume (arv) was greater than expected residual volume (erv). The specific volumes were not provided. It was noted that the health care professional (hcp) reported this occurred ¿2-3 times.¿ since implant they have had a difference of pulling out over 6 ml more than expected at refills. It was reported that the patient was not getting any therapy benefit from the pump. The hcp check and everything looked fine with the catheter. It was noted that they planned on replacing the pump on tuesday. It was later reported that the actual residual volume (arv) was greater than expected residual volume (erv), arv: 39 ml and erv: 28.7. It was reported that this volume discrepancy was measured at the time of the pump replacement on (B)(6) 2014. The pump was explanted and replaced with a different pump.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information the patient was doing very well, and had no issues with the new device or therapy. Additional information reported the pump was not infusing and the arv was 27ml but the erv was 39ml.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found no anomaly. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was injured due to a "defective" pain pump system's failure to deliver medications as prescribed which reportedly required removal and/or replacement of the "defective" device. The device system caused the patient and their family, personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove and/or replace the defective device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a delivery failure resulting in injuries of failure of therapy, withdrawal, hospitalization, and surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(6), implanted: (B)(6) 2008, product type catheter. (B)(4).